Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. No motion sensor test failure alarm during testing noted. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call, she was attempting to change the insulin set and the device alarmed motor error. Customer's blood glucose was 219 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.